Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller stated "we were driving from florida back home to illinois and the patient fell and had chest pains. We do not have a cardiologist yet." The device is still in use. No patient complications have been reported as a result of this event.